Event description:
It was reported that a lead integrity alert (lia) occurred due to high impedance on the right ventricular (rv) lead. An electromagnetic interference (emi) issue was suspected. Reprogramming was done for the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-45 lead, implanted: (B)(6) 2010. (B)(4).